Manufacturer narrative:
As reported, prior to opening, a black foreign object was observed adhered to the 3dmax mesh. Preliminary evaluation of returned sample finds the "black foreign object" is on the outside of the clamshell tray that contains the 3dmax mesh and not on or adhered to the mesh. The investigation is ongoing at this time as such no conclusion have been made. When the sample evaluated and investigation have been completed a supplemental MDR will be submitted to document the results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2026, "prior to opening, a black foreign object was observed adhering to the mesh." The procedure was completed using another mesh. Reportedly, the outer packaging was intact, and the inner packaging was properly sealed before opening. As reported there was no patient contact.